Event description:
The pt was revised because of a fractured tibial bone and the tray subsided.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event; however, the reported fractured bone could contribute to the tibial try subsiding. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.